Manufacturer narrative:
H1: additional information received indicated that the planned surgical intervention did not occur and the issue was resolved. Therefore, the type of reportable event was updated to a malfunction . H6: additional information received also indicated that the constipation observed did not concern the catheter, but the patient himself. Therefore, all catheter codes were removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the problem with the pump was the same as the one described before. It was also stated that the constipation observed did not concern the catheter, but the patient himself. The pump logs were not available as the physician could not provide the rep with the pdf. No surgical intervention was performed so no device will be returned for analysis. Actions/interventions taken to resolve the motor stall included the pump being interrogated the following monday (10th of march) which showed that the pump had restarted. It was not known if the pump was in telemetry state and the motor stall was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 1000 g/ml at 80 g/day via an implantable pump. It was reported that there was a warning message "pump motor stalled/pump stopped for more than 24 hours/pump stopped for 1092 hours and 15 minutes (45 days), but the diary was not consistent with this information. The patient also experienced an increase of spasticity. There was also a pump alarm. It was further reported that, nevertheless, the actual volume removed from the pump was identical to the theoretical volume mentioned on the programmer (6 ml), whereas if the pump had not been redistributed, 13 ml would have had to be removed. It was stated that the patient had magnetic resonance imaging (MRI) on (B)(6) 2024. Diagnostics/troubleshooting performed included the case being submitted to technical services on (B)(6) to get some insights. Actions/interventions taken included only a refill and programming session. It was unknown if the issue was resolved at the time of the report. It was stated that a surgical intervention did not occur, but one was planned.

Event description:
Additional information received from a foreign manufacturer representative (for, rep) indicated that there was a problem with the pump. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that according to the feedback of the physician, finally the computed tomography (CT) scan was done to visualize the catheter and did not show any abnormalities at this level but very significant constipation, which was possibly the cause of the spasticity. It was stated that effective treatment at this level could have improved the spasticity. In the meantime, it was stated that the pump was restarted at last monday's check-up and the flow rate was additionally increased. The detailed report was not downloaded but the patient's pump was implanted in (B)(6) 2022 (synchromed ii) and the serial number of the pump was provided.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, serial# unknown, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.